Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "bilateral exchange from textured to smooth implants due to the patients concerns with the product. Right implant is a bit bigger that the left, and is also very painful. Right side capsular contracture baker grade iii " device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, yellow particles in device outer surface. And one extended opening. A microscopic analysis and leak test were performed which identified, three openings striated, nick striated and broken striated of plug strap. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: three openings striated in the side anterior/radius assessed, as surgical damage. Broken striated of plug strap assessed, as surgical damage. Nicks striated assessed, as surgical tool scratch like.